Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing on the ventricular lead was observed via merlin.net. Programming changes were recommended. Device remains implanted.